Event description:
It was reported to philips that the device gave a remote alert indicating the host computer's power-on self-test failed, which can impact booting. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was completed as planned and no patient or user harm has been reported. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of system log file showed malfunction with host pc and upon troubleshooting fse found that there was an issue with host pc memory slot 3. To resolve the issue, fse replaced the host pc and after replacement, the system was returned to use in good working order.